Event description:
The customer reported that the pink slide insert was not all the way into the viewing window.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualifications were reviewed and the product lot met all accepted criteria.